Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had a leak during peritoneal dialysis therapy. The patient was connected to the homechoice device and in fill four of four at the time of the reported event. The technical service representative assisted with ending the therapy. The follow up with the nurse noted that the leak was from the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.